Manufacturer narrative:
H11: the actual device was not available; however, three photographs of the sample were provided for evaluation. A review of the photos showed a separation between the twist clamp and the main body due to the broken occlude legs beneath the white twist sleeve. The reported condition was verified. The cause of the damage could not be determined, however potential causes of occluder foot damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set ruptured. This was identified during preparation of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.